Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all test results obtained. The expected fasting blood glucose test result range is 200 to 350mg/dl. The customer did report symptoms of burning shoulders and labored breathing. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 268 and 253mg/dl fasting using meter. The test strip lot manufacturer's expiration date is 09/13/2020 and open vial date is 6/2/2019. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of (B)(6)2020 : h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: (B)(4) meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Test strips UDI:(B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all test results obtained. The expected fasting blood glucose test result range is 200 to 350mg/dl. The customer did report symptoms of burning shoulders and labored breathing. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored according to specification in the bedroom. During the call a back to back blood test was performed by the customer and produced test results of 268 and 253mg/dl fasting using meter. The test strip lot manufacturer's expiration date is (B)(6)2020 and open vial date is (B)(6)2019 . The meter memory was reviewed for previous test result history. Result 1: 369mg/dl date: (B)(6)2019 time: 11:39am fasting. Result 2: 493mg/dl date: (B)(6)2019 time: 10:21am fasting. Result 3: 548mg/dl date:(B)(6)2019 time: 10:21am fasting. Result 4: 524mg/dl date: (B)(6)2019 time: 10:19am fasting result 5: 573mg/dl date: (B)(6)2019 time: 9:41am fasting result 6: 401mg/dl date: (B)(6)2019 time: 12:41pm fasting result 7: 321mg/dl date:(B)(6)2019 time: 12:41pm fasting